Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient condition was stable, and there were no complications.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.